Event description:
A caller reported encountering a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level as the error did not manifest again after troubleshooting. The caller received guidance from technical support to perform a complete pump reset, which resolved the issue, and the customer was able to successfully initiate their sensor session afterward.